Event description:
It was reported that surgeon inserted a bone screw and observed metal debris around the screw. The screw remained and the debris were removed from the area.

Manufacturer narrative:
Investigation in progress but not yet complete.